Event description:
During an in clinic follow up, it was noted the patient received inadequate therapy from the device during a ventricular tachycardia (vt) episode. Upon interrogation it was noted, the inadequate therapy was due to inadequate atp, the patient however did receive an effective shock to return to sinus rhythm. It was suspected the inadequate atp was due to the programmed settings on the device. The device was reprogrammed to resolve the event. The patient was stable.